Event description:
Patient had bipolar head replaced due to dislocations.

Manufacturer narrative:
This information was received from our int'l distributor on 07/03/2007, in response to a request for additional information concerning MDR 1644408-2007-00095, and is also being submitted as a supplement to that MDR.